Manufacturer narrative:
This submission represents 1 of 163 events identified via active surveillance activities utilizing data form the united kingdom national joint registry (uknjr). Follow-ups for additional information cannot be performed for this complaint as the information was submitted as complete by the registry; there is no identification of facilities or surgeons. All available information about the event and/or patient has been provided and it is not possible to obtain any of the devices. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported by united kingdom national joint registry (uknjr), this (B)(6) y/o, 163 cm, (B)(6) kg (bmi=28), male patient underwent primary total prosthetic replacement using cement of the r knee via medial parapatellar approach on (B)(6) 2010. The indication for the index procedure was osteoarthritis. The patient was implanted with a asymmetric femoral cruciate retained cemented size4 right (catalog 230-03-04, serial (B)(4), optetrak knee system - cemented finned tibial tray - size 4f/3t (catalog 200-04-43, serial (B)(4), optetrak knee system - cruciate retained (cr) tibial insert - size 4 - 9mm (catalog 200-24-09, serial (B)(4), and heraeus medical antibiotic loaded high viscosity bone cement (catalog 66017569, serial (B)(4). On (B)(6) 2014, approximately 41 months post implantation, the patient underwent revision due to infection. The exactech were removed and replaced.

Event description:
As reported by united kingdom national joint registry (uknjr), this 82 y/o, 163 cm, 75 kg (bmi=28), male patient underwent primary total prosthetic replacement using cement of the r knee via medial parapatellar approach on 12/13/2010. The indication for the index procedure was osteoarthritis. The patient was implanted with a asymmetric femoral cruciate retained cemented size4 right (catalog 230-03-04, serial 1790192), optetrak knee system - cemented finned tibial tray - size 4f/3t (catalog 200-04-43, serial (B)(6) ), optetrak knee system - cruciate retained (cr) tibial insert - size 4 - 9mm (catalog 200-24-09, serial (B)(6) ), and heraeus medical antibiotic loaded high viscosity bone cement (catalog 66017569, serial (B)(6) ). On (B)(6) 2014, approximately 41 months post implantation, the patient underwent revision due to infection. The exactech devices were removed and replaced.